Event description:
Information was received from a patient receiving intrathecal morphine via an implantable pump for spinal pain indications. It was reported that the patient made a comment that they had the pump for 7 years and a couple of times it turned off and turned completely down and went to withdrawals. The patient was in and out of the hospital and they kept trying to turn down the pump. The patient stated that they managed to turn down the pump and give them a regular medication. The patient was experiencing anxiety and had been distressed all this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine ( 5 mg/ml at 0.5 mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported the patient was refilled, on (B)(6) 2021, and was told they would be locked out for 24 hours. The patient was still experiencing 8503 lockout on (B)(6) 2021. The patient obtained printout which indicated lockout would last 106 hours and 56 minutes. The lockout was going to expire at 10:41pm on (B)(6) 2021. The patient confirmed understanding. The patient then mentioned after the refill the following day, because the patient couldn't bolus, the patient went into withdrawal and felt like their muscles were pulling and feet were pulling. The patient noted they felt better today. Additional information was received from the patient on (B)(6) 2025 reporting that with the 1st pump, they had an MRI and the pump did not turn back on for about 4 days and they went through severe withdrawals and had to go to the ER. They were also dehydrated and very sick and ended up in the hospital for 3-4 days. The patient stated the pump did not alarm. The pt stated the pump had never alarmed. The patient stated they were in the ER and they put the pt "under x ray and put a suction thing on the pump and got it turned back on."